Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that t.w. Power supply keeps beeping but no coagulating during the procedure. No procedural delay and patient harm was reported. T.w. Power supply was sent to biomedical and functioning per maintenance protocols.

Event description:
N/a.